Manufacturer narrative:
The field service engineer (fse) performed reagent path cleaning and replaced the sipper nozzle and the vacuum nozzle. Precision test results were within specification. Calibration and qc were acceptable. All verifications passed successfully. The instrument was operating within specification. The service actions resolved the issue.

Manufacturer narrative:
Calibration and qc were acceptable. Several "abnormal aspiration" and "clot detection" alarms were observed on the alarm trace data. These alarms may be an indication of poor sample quality. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for 2 patients tested for sodium (na) on a cobas pro ise analytical unit. The initial results were reported outside of the laboratory where they were questioned. The samples were repeated on a different ise module. Patient 1 initial result was 156.8 mmol/l. The repeat result was 145 mmol/l. Patient 2 initial result was 157.0 mmol/l. The repeat result was 145 mmol/l. A 2nd sample was obtained from patient 2 and the initial result was 155.2 mmol/l. The repeat result was 144 mmol/l. The repeat results were believed to be correct. The na electrode lot number was h6736. The expiration date was not provided.